Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using pcr and the result was negative. The customer stated they are testing asymptomatic patients. This test is not intended for use on asymptomatic patients and was therefore used off label. The customer stated there was no patient impact. Eua#: (B)(4).

Manufacturer narrative:
H6: investigation summary: this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 0255689. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. However, there is a trend against false positive results. Bd has initiated CAPA (corrective and preventive action) # 1878253 to further investigate. Bd quality will continue to closely monitor for trends. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 0255689 was reported, however, this is not a lot# manufactured for this product #. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using pcr and the result was negative. The customer stated they are testing asymptomatic patients. This test is not intended for use on asymptomatic patients and was therefore used off label. The customer stated there was no patient impact. Eua#: (B)(4).